Manufacturer narrative:
Ref ID: (B)(4). The digitaldiagnost c90 is a stationary x-ray system for general radiographic purposes. As an option, a portable digital flat panel detector (model "skyplate") can be used for image capture. Philips received a complaint on digitaldiagnost c90 indicating that skyplate detector was broken. The device was in clinical use and there was no harm to patient or user. Field service engineer (fse) performed analysis which concluded that the detector had been dropped, and image artifacts was found. The detector was calibrated, but the calibration was unsuccessful. Heavy shocks were registered in the shock log. The detector needs to be replaced. Based on the information available and the testing conducted, the cause of the reported problem was detector drop. The reported problem was confirmed by the customer. Thus, it is concluded that the detector was dropped by accident (use error).

Event description:
It was reported that the skyplate detector was broken. The device was in clinical use and there was no patient or user harm.